Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported needle to cuff miss could not be replicated in a testing environment based on the returned device condition. The reported 'tactile sensation was different than usual' could not be replicated in a testing environment as it was likely related to an interaction with patient calcification during the procedure. The reported foot detachment was confirmed. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss appears to be related to the plunger not advanced fully during deployment such that the posterior cuff was not pushed sufficiently out of the foot pocket. The reported foot detachment appears to be related to rotation of the device with the foot open such that the torsional load applied exceeded the foot strength. The reported 'tactile sensation was different than usual' was likely related to interaction with the patient calcification during the procedure. Abbott vascular medical review concluded that the reported patient effect of death was not related the product. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. G3: distributor removed.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 16f sheath after a pcps (percutaneous cardiopulmonary support) procedure. While the proglide was being used, the patient was under the condition of severe cardiac failure with shock with percutaneous cardiopulmonary support. Reportedly, the footplate lever was lifted. When the plunger was being pushed in, it was perceived that the tactile sensation was different than usual. When the plunger was removed, the suture was not present. During removal of the proglide, the access site was being compressed, and it was noticed that one proglide foot was broken and missing. The location of the missing foot is unknown. Hemostasis was achieved with manual compression. There was no reported clinically significant delay in the procedure or therapy due the proglide device. The patient expired. The physician feels the cause of death was unrelated to the use of the proglide. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 16f sheath after a pcps (percutaneous cardio pulmonary support) procedure. Reportedly, the footplate lever was lifted. When the plunger was being pushed in, it was perceived that tactile sensation was different than usual. Upon removal of the plunger, the suture was not present. During removal of the proglide, the access site was being compressed. Upon removal of the device, it was noticed that one foot was broken and missing. Hemostasis was achieved with manual compression. No additional information was provided.